Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 4.0mm ti quick lock cancellous screw self-tapping 16mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. X-ray review: the received x-ray confirm the issue as per event description that the screws are back out; the complaint therefore has been determined to be confirmed. Visual inspection: the received quicklock screw is in a used and worn condition. In the screw head is still assembled the locking screw as well bone residue visible. Further investigation has shown such as scratches and dents on the screw head as well the cross recess. Functional test: a functional test can not be performed of the above mentioned condition as well the cervical spine locking plate is for further evaluation not available. Drawing/specification review: the manufacturing review can not conducted that the lot number not available which shown that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Dimensional inspection was performed and the measured dimensions were found to be within the given specifications per relevant drawings. Summary: the complaint is confirmed as the attached x-rays could be verified as the cranial quicklock screw moved out of the plate. Finally we are based on the provided information we are not able to determine the exact cause of this occurrence without the cervical spine locking plate. We can only assume that there was a complication during the insertion of the screw (angulation of the screw) or a mechanical overload situation during the healing process that caused this problem. The manufacturing review can not conducted that the lot number not available which shown that the production procedures were according to the specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of postoperative screw migration is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient was implanted with cervical spine locking plate (cslp) and screws at c5-7. During a post operative control it was noted that a cranial screw had moved out of the plate. According to surgeon the screw was placed tightly in the situ. A revision surgery was performed on (B)(6) 2019. During revision procedure two screws were replaced. Per surgeon the screw was sub-optimally tipped caudally. The screws were placed tightly and firm in the plate and bone. Procedure was completed successfully. Concomitant devices reported: unknown cslp plate (part # unknown, lot # unknown, quantity # 1), unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 4.5mm ti quick lock cancellous screw self-tapping 16mm. This is report 2 of 2 for complaint (B)(4).